Manufacturer narrative:
The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to these procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient related factors (lack of circular mitral annular calcification) and procedure related factors (off-label) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent off-label tmvr procedure via the transseptal approach in the native mitral position. As reported, the patient was prohibitive risk for surgery. The first valve was implanted and tee noted moderate to severe leak and insisted that a second valve be place. The second valve was placed more ventricular. The patient then became hypotensive. Pericardial effusion was noted and drained. Hypotension did not improve and CPR was initiated. The patient's pressure did improve after several minutes of CPR but then the valve embolized into the atrium. The patient was not a surgical candidate and expired on the table. The heart team was aware that embolization was high risk based lack of circular mitral annular calcification (mac).

Manufacturer narrative:
Supplemental report submitted to include completion of the engineering evaluation. Updated h6 and h11. The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The complaint of regurgitation unknown was unable to be confirmed due to unavailability of relevant imagery/medical records. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that the sapien 3 ultra resilia thv was implanted in the native mitral position via transseptal approach procedure for this case. Therefore, it is an off-label operation. As reported, ''a patient underwent off-label tmvr procedure via the transseptal approach in the native mitral position... The first valve was implanted and tee noted moderate to severe leak and insisted that a second valve be place. The second valve was placed more ventricular... But then the valve embolized into the atrium. The patient was not a surgical candidate and expired on the table. The heart team and the patient knew embolization was high risk based lack of circular mitral annular calcification (mac).'' Per the instructions for use (IFU), valve regurgitation (including transvalvular and paravalvular leak) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. This type of leak can result from bulky annular calcification, improper thv sizing, malposition, or incomplete expansion. In this case, thv was implanted in native mitral annulus with off label operation. The non-circular shape of the native annulus can make it challenging to have adequate seal against the target site (native annulus) due to the deployed valve's circular shape, which can possibly lead to paravalvular leak. However, the regurgitation type was unknown for this case. As such, available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to these procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggestpatient related factors (lack of circular mitral annular calcification) and procedure related factors (off-label) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.